Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the moderately tortuous anatomy resulting in the reported failure to advance. During retraction, interaction with the moderately tortuous anatomy and/or other devices resulted in the reported difficulty to remove and ultimately resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous proximal left anterior descending artery. The 3.5 x 28 mm xience alpine stent delivery system failed to cross. During retraction resistance was felt which resulted in the stent implant dislodging from the balloon into the vessel. No attempts were made to retrieve the stent implant. The patient underwent coronary artery bypass during which the stent implant was retrieved. No additional information was provided.